Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of excess downstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, an excess downstream occlusion was not reproduced. A review of the event history log confirmed 'downstream occlusion' alarms; however, the log cannot be used to determine testing failures. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported issue was verified. The cause of the condition was determined to be the force sensor being out of calibration and loose tubing guide. The force sensor requires calibration and downstream tubing guide requires replacement to address the issue. Should additional relevant information become available, a supplemental report will be submitted.